Manufacturer narrative:
Product investigation summary: the complaint condition for the 8.5mm medullary reamer head (part 352.085 / lot number 23390) was likely caused by six years of consistent use; however, this complaint is not likely a result of any design related deficiency. The 8.5mm medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails system. The device was returned in three pieces: one large distal portion and two proximal fragments approximately eight millimeters in length by half the circumference of the reamer head. It is likely that six years of consistent use has dulled the reamer head requiring the use of excessive force during surgery in order to ream and subsequently causing the breakage of the device and this complaint condition. The device was manufactured in january, 2010. The balance of the returned device is in fairly worn condition with dull cutting edges. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 23, 2009 no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. 510k#: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral rotational osteotomy using an intramedullary nail, a reamer head broke in three pieces while reaming the medullary canal to place the nail. Reportedly a regular drill bit was used to initially ream the medullary canal. The surgeon then used the reamer to ream the canal in order to implant the nail and when about a quarter of the way down the canal, the reamer head broke in three pieces. The first (the largest fragment) was retrieved on the reaming rod but the two smaller pieces (where the device had broken in half) were not easily retrieved. The surgeon first attempted to remove one of the pieces using a pituitary rongeur. When this method failed he tried an extraction hook, this method did not work but was able to retrieve the more proximal fragment using a kocher. To remove the last piece, the surgeon tried to use a catheter that had a balloon; the surgeon injected fluid in the device and tried to retract it back to get the reamer piece out. When this failed, the surgeon tried to use a gs 1000 grasper to remove the fragment but was unable to. A second surgeon scrubbed in and used the gs 1000 grasper and the fragment was successfully removed. While attempting to remove the fragments the surgeon had to extend an incision and there was a one and a half hour (90 minutes) delay in surgery. To the reporter's knowledge, there was no extra blood loss, no additional medical intervention (aside from the incision extension) required. Once the fragments were removed the surgery was successfully completed as normal/planned with another set of reamers. This report is 1 of 1 for (B)(4).